Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report implantation) were provided. As no lot numbers were provided for the devices, the device history could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up report will be filed. (B)(4).

Event description:
It was reported that the patient was implanted an unknown znn femur nail on (B)(6) 2014 on the left side. The patient was revised on an unknown date, due to breakage of he proximal femur nail.